Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 36 mg/dl. The customer stated that they accidently gave themselves over forty-three units of insulin. The customer stated that they treated the low blood glucose with the carbs and donuts. Customer's blood glucose level at the time of follow up call was 133 mg/dl. The auto mode status at the time of incident was unknown. The insulin pump will not be returned for analysis.